Event description:
The customer reported to olympus that upon inspection of the gastrointestinal videoscope, an image problem, a leak between the electrical connector and discoloration of the insertion tube was noted. There was no patient involvement. The device was returned to olympus and evaluated. The evaluation identified foreign objects on the connecting tube, and the following was noted dirty: distal cover, bending section, grip, up/down and right/left knob, scope connector and control unit. This medical device report (MDR) is submitted to capture the reportable malfunctions identified during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device, the following was found. 1.) Foreign objects were found in the connecting tube. 2.) The c-cover (plastic distal end cover), the a-rubber (bending section cover), the grip, the u/d knob (upward/downward angulation control knob), the l/r knob (light/right angulation control knob) , scope cover of the body control unit (bcu), and control unit were found to be dirty. 3.) Leakage coming from electrical (el) connector; 4.) Noise in image; 5.) Scratch on universal cord noted; 6.) Bending section cover adhesive detached and discolored; 7.) Due to corrosion on electrical connector, noise in image observed; 8.) Air/water leakage from the scope connector; 9.) Bending section cover noted to have a clotting protein; 10.) Due to deformation of el-connector, water tightness is lost; 11.) Due to wear of angle wire, the play of u/d knob is out of the standard value; 12.) Image appears on monitor but is noisy; 13.) Due to deformation of elevator lever, u/d knob cannot be locked securely; 14.) Switch 3 noted discolored; 15.) Forceps channel port was noted shaved; 16.) Due to wear of angle wire, bending angle in right direction does not meet the standard value; 17.) Due to deformation of fe knob, r/l knob cannot be locked securely; 18.) El-connector corrosion noted; 19.) Switch 1 noted discolored; 20.) Due to deformation of nozzle, water removal ability did not meet specifications; 21.) Scope cylinder noted shaved; suction volume did not meet specifications; 22.) Stain adhering to insertion section; 23.) Due to wear of angle wire, bending angle in up direction does not meet specifications; 24.) Due to wear of angle wire, the play of r/l knob is out of specifications; 25.)connecting tube has discoloration; 26.) Scope cover dented; 27.)due to deformation of el-connector, endoscope cable cannot be connected securely. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections which state: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual 3.3 precleaning¿3.5 manual cleaning. Olympus will continue to monitor field performance for this device.